Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported during the placement of the catheter, there was a defect at the front end of the guide wire, which prevented it from being delivered. No other information was provided. It was reported this occurred with three devices. This report addresses all three devices.